Event description:
Caller reported a malfunction on the pump, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer opted to use multiple daily injections (mdi) as a backup therapy while a replacement pump was provided by technical support. Cts instructed customer on necessary steps for returning the problematic pump and provided instructions for using the new pump, which contained updated software. All instructions were understood and acknowledged by the customer.